Event description:
The tibial insert was replaced 16 months post-op because of patient pain. The screw for the new insert broke during the revision surgery. The surgeon was unable to remove the screw from the base plate and implanted another insert without its screw. Ref # 3005180920-2013-00098.